Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that post-paced t-wave oversensing was observed when the patient received non-sustained lead noise alert and came to the clinic. The device was reprogrammed.